Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment of the ivc filter. Additional information provided on the patient profile form indicated that the patient submitted to a computerized tomography (CT) scan approximately 6 years and four months post implant for evaluation of the filter. The report noted an anterior tilt of the ivc filter, this has caused emotional distress, mental anguish, anxiety and stress. The indication for the device implant was right leg deep vein thrombosis (dvt), floating thrombus of the right iliofemoral vein, pulmonary embolism, chronic pulmonary insufficiency and low pulmonary reserve. The filter was placed via the right internal jugular vein and deployed successfully at the level just below the orifice of the right renal vein under direct fluoroscopic guidance. Excellent stable position was obtained no bleeding or hematoma was identified the patient remained awake and cooperative throughout the case. Patient was transferred to recovery in stable condition. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and device embedded could not be confirmed or clarified and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Anxiety does not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Gtin # (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and embedment of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the medical records received on 03/09/2018 the patient diagnosis was right leg deep vein thrombosis (dvt), floating thrombus of right iliofemoral vein, pulmonary embolism, chronic pulmonary insufficiency and low pulmonary reserve. The patient was prepped for surgery access was made through the right internal jugular vein after successful localization it was punctured and catheterized using standard seldinger technique and the filter was deployed successfully at the level just below the orifice of the right renal vein under direct fluoroscopic guidance. Excellent stable position was obtained no bleeding or hematoma was identified the patient remained awake and cooperative throughout the case. Patient was transferred to recovery in stable condition. According to the plaintiff profile form received on 3/9/18 the patient submitted himself to a CT scan for evaluation of his trapease ivc filter approximately 6 years, 4 months post index procedure.. The report noted an anterior tilt of the ivc filter. This injury has caused emotional distress, mental anguish, anxiety and stress.